Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of bump and tyndall are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of bump and tyndall as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area. Coloration or discolouration of the injection area."

Event description:
Healthcare professional reported after injection with unspecified juvederm voluma patient developed "bump" and "tyndall." No medical or surgical intervention noted. Symptoms are ongoing.